Event description:
It was reported that the handpiece runs in reverse when in forward mode. This event occurred during service testing at the manufacturer. There was no patient involvement and no adverse consequences associated with this event.

Event description:
It was reported that the handpiece runs in reverse when in forward mode. This event occurred during service testing at the manufacturer. There was no patient involvement and no adverse consequences associated with this event.

Manufacturer narrative:
Upon visual inspection, the motor coil was found to have been assembled incorrectly. This was a stryker loaner handpiece, so the device was repaired and placed back in to stryker stock.